Manufacturer narrative:
The pump passed the self test. The pump was monitored for several days, and no unexpected alarms, beeping, or constant tone occurred. The pump was received with normal operating currents, and no blank or frozen display occurred during testing. All buttons functioned properly. No damage on the keypad assembly or unlocked keypad connector was noted. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump continuously beeps without showing an error on the screen. Customer's blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).